Event description:
It was reported that the patient underwent a catheter revision, due to withdrawal symptoms which persisted following pump replacement. The catheter was cut into several pieces for removal. Final patient outcome was unk. See also manufacturer's report #: 2182207200805602.

Manufacturer narrative:
Results: used for the catheter.